Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
Reported via user medwatch # (B)(4) that the drain fractured and a portion was snared from the patient. An expel drainage catheter with twist-loc hub was used in an abdominal fluid collection drainage 2 months ago. However, it was noted that the fluid was leaking around the drain and was planned to be replaced with a new drainage in interventional radiology. The images taken revealed that the drain was fractured and one fragment was retrieved during the initial procedure. The patient then returned to the interventional radiology the next day and the other fragment was snared and a new drain was placed. No further patient complications were reported.

Event description:
Reported via user medwatch # (B)(4) that the drain fractured and a portion was snared from the patient. An expel drainage catheter with twist-loc hub was used in an abdominal fluid collection drainage 2 months ago. However, it was noted that the fluid was leaking around the drain and was planned to be replaced with a new drainage in interventional radiology. The images taken revealed that the drain was fractured and one fragment was retrieved during the initial procedure. The patient then returned to the interventional radiology the next day and the other fragment was snared and a new drain was placed. No further patient complications were reported. It was further reported that all fragments of the broken device were retrieved from the patient's body. The patient tolerated the procedure well.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
Reported via user medwatch # (B)(4) that the drain fractured and a portion was snared from the patient. An expel drainage catheter with twist-loc hub was used in an abdominal fluid collection drainage 2 months ago. However, it was noted that the fluid was leaking around the drain and was planned to be replaced with a new drainage in interventional radiology. The images taken revealed that the drain was fractured and one fragment was retrieved during the initial procedure. The patient then returned to the interventional radiology the next day and the other fragment was snared and a new drain was placed. No further patient complications were reported. It was further reported that all fragments of the broken device were retrieved from the patient's body. The patient tolerated the procedure well.

Manufacturer narrative:
Initial reporter: dr. (B)(6). Date of event is an estimated date based off the aware date as the exact event date was not reported.